Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jun-2017, UDI#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a shocking sensation when they went through certain store metal detectors. It was also found, on an impedance check, an abnormal value of < 50 ohms were seen on the electrode combination of 0 and 3. After reprogramming that avoiding that setting, the patient no longer experienced the shocking while going through the detectors. The patient was then scheduled for an ins battery replacement procedure due to normal depletion. It was noted that the abnormal impedance issue cleared up during the battery replacement procedure. As a result, the physician did not want to remove/replace the lead because impedance reading was normal and the patient¿s shocking had resolved after reprogramming. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.